Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that patient presented to the emergency room on (B)(6) 2021 with bradycardia, dizziness, and lightheadedness. Further investigation found that the patient's implantable cardioverter defibrillator was failing to interrogate and pace. Sudden battery depletion was suspected. The pacemaker was explanted and replaced on (B)(6) 2021. Patient was stable after the procedure.